Event description:
It was reported that the patient presented in the emergency room following a presyncopal event. The patient was found to be in a vt that was not being treated by the device due to the programming. The patient was externally cardioverted and the device was reprogrammed. There were no adverse consequences to the patient as a result of the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.